Event description:
Reporter stated she received a recall letter from walmart approximately one month ago regarding the true metrix air blood glucose meter kit. Upon reviewing the recall information, the reporter identified that a sensor she had previously used was included in the recall and associated with an e5 error indicating a potential false reading. The reporter recalled observing the e5 error message on the device display during use but did not recognize its significance until receiving the recall letter. No adverse event or injury was reported.